Event description:
The customer stated that he wen to the emergency room due to low blood glucose levels. Prior to the event, the customer stated that he fell and cracked the insulin pump due to the low blood glucose levels. The reported blood glucose reading at the time of the call was 86 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.